Event description:
It was reported that the pump was alarming cassette not attached. There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
E1: facility name (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Event error log recorded reported error high alarm displayed: cassette not attached properly. Visual evaluation found defective downstream occlusion (dso) sensor due to severe bubbling of dso seal. The reported problem was duplicated. Cassette not attached alarms when latch cassette to prime. The cause was the dso sensor, and it was replaced to resolve the reported error. The device passed all functional tests after the repair.